Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The returned actual sample had been fractured into two portions, which were called the distal portion and the proximal portion in this report. The distal portion, from the distal end to the fracture end of the outer layer, measured approximately 310 mm. The proximal portion measured approximately 1080mm. The combined length of the outer layers of both portions measured approximately 1,390 mm. This suggested that the actual sample was elongated by approximately 90 mm compared to the specified total length of the product, which is 1,300 mm. Appearance inspection: this product is composed of multiple outer layers connected, which will be referred to as the outer layers a, b, and c from the distal side. The distal portion had been elongated and buckled, and flaws were observed on the outer layer. (Digital microscope). In the area approximately 200-210 mm from the distal end of the distal portion, in the vicinity of the joint between the outer layers a and b, it was observed that the outer layer had been fractured and the inner layer and the reinforcing coils were exposed. (Digital microscope) in the area approximately 310-340 mm from the distal end of the distal portion, it was observed that the outer layer had been tapered and fractured in the vicinity of the joint between the outer layers b and c, the inner layer had been elongated and fractured, and the reinforcing coil had been elongated. (Digital microscope). In the area approximately 10 mm in length from the distal end of the proximal portion, it was observed that the outer layer had been tapered, fractured, and crushed. (Digital microscope) there were no abnormalities such as crushing or stretching in the other part of the proximal portion. (Digital microscope) abrasions were observed at approximately 10 mm and at 235 mm from the distal end of the distal portion. (Electron microscope). This suggested that some hard object (a lesion, a concomitant device, etc.) Had come into strong contact with the above-mentioned areas. The fractured part of the outer layers of both portions seemed to have been pulled and torn off. (Electron microscope). This suggested that the actual sample was fractured by having been exposed to tensile force. Dimensional inspection: the outer diameter of the distal portion was measured at the undamaged part near the fracture and confirmed to meet the factory's specification. No anomaly was observed. History investigation of the involved product code and lot number: the manufacturing record and the shipping inspection record: no anomaly was found. Past complaint file: no other similar report from other facilities was found. Simulation test: based on the occurrence situation and the analysis results, it was hypothesized that the actual sample experienced tensile force when it was trapped around 10 mm and 235 mm from the distal end. This resulted in the elongation of the actual sample and the fracture at the joint between the outer layers, leading to the exposure of the inner layer and the reinforcing coils. To validate this hypothesis, a simulation test was conducted. (1) when the distal end of a factory-retained progreat was trapped, the hub was gripped, and tensile force was applied, the outer layer was fractured in the vicinity of the joint between the outer layers a and b. The vicinity of the joint between the outer layers b and c became narrowed. The fracture was similar to that of the actual sample observed in the area approximately 200 mm - 210 mm from the distal end of the distal portion. (2) subsequently, when the fracture of the proximal portion was trapped, the hub was gripped, and tensile force was applied, the outer layer was fractured in the vicinity of the joint between the outer layers b and c. (3) magnifying and electron microscopic inspection of the fractured sections confirmed that the outer layer, the inner layer, and the reinforcing coils were fractured, and the fracture ends of the outer layers showed a torn-off shape. This state resembled the state of the fractured sections of the actual sample. (Cause of occurrence) based on the investigation results, no anomalies were found in the manufacturing records and the dimensions of the actual sample. One possible inference drawn from the simulation test result is that the issue may have been caused by the following mechanisms: (1) during manipulation of progreat in the patient body for embolization, the distal end of the progreat became trapped due to some factors (such as lesions or concurrent devices). In this trapped state, tensile force was applied, causing elongation and resulting in the fracture in the vicinity of the joint between outer layers a and b. (2) subsequently, the portion proximal to the fracture became trapped due to some factors (such as lesions or concurrent devices), and under this trapped condition, further tensile force was applied, leading to the fracture of the outer layer, inner layer, and reinforcing coils occurred in the vicinity of the joint between the outer layers b and c. Regarding the flaws, buckling, and crush observed in the actual sample, it is possible that these were caused by external loads applied between the time of fracture and the retrieval of the distal portion with a snare. However, the exact cause of these issues could not be determined. Relevant IFU reference: if any resistance is felt, do not remove the micro catheter by force. Withdraw the catheter carefully together with the guiding catheter. Removing the catheter by force may result in the catheter breakage/separation, which may necessitate retrieval of the fragments. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
D4: UDI: n/a at this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: PMA/510(k): k033913. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the involved product code/lot number: no anomaly was found in the manufacturing record and the shipping inspection record. No similar event was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the doctor was performing a pelvic embolization with glue mixed with lipiodol. Both products are compatible with progreat. The doctor realized during the embolization that the progreat had broken and that it came out as "stretched," as if the microcatheter was stretched. They managed to recover the broken distal part and used another progreat. There was no harm to the patient and no consequences. With the micro, a 0.014" tracex guide from microvention was used, it was the guide they usually use. The broken part was removed with a "lazo" snare.